Event description:
It was reported that catheter issue occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During insertion, the ivus catheter got kinked at the proximal part and intertwined while advancing outside the patients body. The procedure was completed using an alternative device. There were no patient complications.

Manufacturer narrative:
Media returned by the customer was inspected and showed evidence of the reported issues of catheter material twisted and catheter kinked. Based on the evidence, the as reported code of catheter material twisted, and catheter kinked can be confirmed.

Event description:
It was reported that catheter issue occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During insertion, the ivus catheter got kinked at the proximal part and intertwined while advancing outside the patients body. The procedure was completed using an alternative device. There were no patient complications.

Manufacturer narrative:
Media returned by the customer was inspected and showed evidence of the reported issues of catheter material twisted and catheter kinked. Based on the evidence, the as reported code of catheter material twisted, and catheter kinked can be confirmed. H6 evaluation conclusion codes: corrected.

Event description:
It was reported that catheter issue occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During insertion, the ivus catheter got kinked at the proximal part and intertwined while advancing outside the patients body. The procedure was completed using an alternative device. There were no patient complications.